Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and inspected. Visual inspection reveals the anchor is still intact on the inserter. However, it could be removed easily. No further technique details were provided. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dis-similar complaint for this lot released to distribution. The complaint cannot be confirmed as the anchor could be easily removed off the inserter and therefore a root cause for the reported failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the hospital that during a shoulder repair surgical procedure, it was observed that the healix advance br 4.5 mm, 3 suture w/orthocord device would not disengage from inserter tip after seated in the bone. The entire anchor pulled out of the bone. It appears the anchor cold welded onto the inserter. Surgeon used a spare device to complete the procedure. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.